Event description:
On (B)(6) 2013, the reporter contacted lifescan in (B)(4), alleging "the result appears in the display but says that cannot be saved contact the customer service." There was no indication that the product caused or contributed to an adverse event. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.